Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20461. The patient received two leads. It is unknown which one is related to the issue. It was reported the physician explanted and replaced the patient's leads as one of the lead was migrated.